Event description:
Reportedly, the pouch did split after introduction in the abdominal cavity and did separate from the metallic collar. No patient injury. All the pieces were retrieved. Sex: unknown. Procedure: unknown.